Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw 5067474. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide your age, body weight and height at the time of this surgical procedure. Since the procedure occurred in 2002 and the patient was a teenager, the patient doesn¿t have that information.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2002 and the mesh was implanted. Following the procedure, the patient experienced infection which was treated at the time. In 2014, he bent down lifting a boiler and felt a sharp stabbing pain in the right groin, where the mesh was implanted in the initial procedure. The following day, the patient was taken into the emergency room where a possible hernia was concluded. A few months later the patient underwent a surgery. It was reported that the surgeon found scar tissue and severe adhesions. As the patient stated, the mesh was found shrunk, encased itself around all of arteries spermatic cord and the inguinal canal. It was reported by the patient that the mesh had become hard and brittle inside, causing an edge to curl up and act as a razor continuously cutting inside and nerves and the patient experienced a debilitating pain, nerve damage in his groin and parts of leg; mainly the ilioinguinal nerve. It was also reported by the patient that the mesh had become part of his insides and a surgeon was not able to remove the mesh as it would cause more damage, so the surgeon cut out the broken pieces he was able to, and used another piece of mesh to create a barrier between the broken mesh and the skin so no further damage/cuts could occur. The patient is experiencing constant pain and chronic inflammation. The patient received pain injections directly into the ilioinguinal nerve. The patient is experiencing a painful sex, cannot sit or stand for long periods of time and lift small amounts. The patient feels he is having an inflammatory reaction but is unable to find anyone who is willing to remove the mesh. Additional information has been requested.